Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +08.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced significant reduction of irido-corneal angles and elevated intraocular pressure. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was bent. Dimensional inspection found that the lens measurements were within specifications conclusion code: as per dfu of this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient's age is (B)(6) years. Claim # (B)(4).